Event description:
It was reported that during reprocessing a maryland bipolar forceps instrument the jaws were not closing together properly and evenly. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the jaws were not closing together properly and evenly. One grip was bent, causing side to side misalignment of the instrument grips. There was a .021 offset at the instrument tips. Engineering concluded the damage was likely due to mishandling. Additional damage not reported were a bent bipolar pin and deep scratches on main tube. The bottom bipolar pin was bent at the back of the chassis. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the additional findings may be due to mishandling. Electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the material removal from the main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.